Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code m511 batch b151 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of 13 devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint received from this specific device lot. Technical evaluation the returned device, received on april 19, 2018, was examined by orthofix srl quality engineering department. The device was subjected to visual and functional check as per orthofix specification. The visual check evidenced as follows: the device has been disassembled. One of the two threaded bushes (component code 600519) is now missing from the returned device. The teeth of the worm gear (component code 600517) are very damaged. The functional check evidenced that the device still performs properly during compression/distraction screw movements. The functional check also confirmed that the rotation movements are achieved when no load is applied to the device. A functional check under load was then performed on the device. A torque higher than the standard one had to be applied to the device in order to complete the rotation. The results of the technical evaluation concluded that the problem that occurred is attributable to the damaging of the worm gear probably occurred during a previous use of the device. Medical evaluation the information made available on the event together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. March 20, 2018: "malfunction of the unit in this case meant that the patient had to be taken back to the or for a change of fixator. We have no evidence as to why the fixator failed. Do we know if this fixator or the replacement one were new or had been reprocessed?" May 12, 2018 with the results of the technical evaluation: "I note that the gears of this fixator are damaged and that this was the cause of the malfunction. What I have been trying to discover from the records is whether this fixator was new for this surgery or was being reused. I note that the fixator could have been checked and found to be fully functional, as it would have been tested without being under load. I suspect that this was the case, and that the fixator was damaged during a previous use". Final comments: the results of the technical evaluation concluded that the problem that occurred is attributable to the damaging of the worm gear probably due to previous use of the device. A complete medical evaluation of the case was not performed as no information about the medical procedure, diagnosis and x-rays have been made available. Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem that occurred is attributable to the damaging of the worm gear probably due to previous use of the device. Orthofix srl historical records shows that no other notification have been received in regards to this specific device lot. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: product code: m511 (m2 multiplanar minirail), batch number: unknown, quantity: 1, hospital name: (B)(6) hospital, surgeon name: (B)(6), date of initial surgery: (B)(6) 2018, body part to which device was applied: no response, surgery description: unavailable, patient information: 1 year old, problem observed during: into treatment/post-operative, type of problem: device functional problem. Event description: "per rep case with dr. (B)(6) was on (B)(6) 2018 at (B)(6) hospital. During the case the m511 was not working properly, but the rep and the doctor was able to get the m511 to work properly and put it on the patient. The following week, the rep received a call from dr. (B)(6) stating the fixator was not working properly, the gears were jamming up and would not move. The patient is a one year old and had to be taken back to the or to apply the new fixator on the patient". The complaint report form also indicates: the device failure had adverse effects on patient (other), the initial surgery was completed with the device, the event did not lead to a clinically relevant increase in the duration of the surgical procedure, an additional surgery was required (date of the additional surgery: (B)(6) 2018), availability of copies of the operative reports: no response, availability of copies of the x-ray images: no response, patient current health condition: no response. No other information has been made available. Manufacturer reference number: (B)(4). Distributor reference number : (B)(4).

Manufacturer narrative:
Analysis of historical records the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation the device involved in this event has not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical evaluation of the device involved will be performed as soon as the device becomes available. Medical evaluation the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation are available. Orthofix (B)(4) has requested further information on the event such as device batch number, body part to which device was applied, patient diagnosis and surgery description, copies of the operative reports, copies of the x-ray images, information on patient current health condition and the device availability for the technical evaluation. Unfortunately, this information has not yet been made available. As soon as the results of the investigation and/or further information are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: m511 (m2 multiplanar minirail), batch number: unknown, quantity: 1, hospital name: (B)(6) hospital, surgeon name: (B)(6), date of initial surgery: (B)(6) 2018, body part to which device was applied: no response, surgery description: unavailable, patient information: (B)(6), problem observed during: into treatment/post-operative, type of problem: device functional problem, event description: "per rep case with dr. (B)(6) was on (B)(6) 2018 at (B)(6) hospital. During the case the m511 was not working properly, but the rep and the doctor was able to get the m511 to work properly and put it on the patient. The following week, the rep received a call from dr. (B)(6) stating the fixator was not working properly, the gears were jamming up and would not move. The patient is (B)(6) and had to be taken back to the or to apply the new fixator on the patient". The complaint report form also indicates: the device failure had adverse effects on patient (other), the initial surgery was completed with the device, the event did not lead to a clinically relevant increase in the duration of the surgical procedure, an additional surgery was required (date of the additional surgery: (B)(6) 2018), availability of copies of the operative reports: no response, availability of copies of the x-ray images: no response, patient current health condition: no response. (B)(4).